Event description:
It was reported that the pacemaker dependent asymptomatic patient presented in the emergency room due to noise observed on the pacemaker via merlin.net transmissions. The noise was not reproducible. Patient was kept overnight for observation and it was noted that the noise was affecting the consistency of the pacing. On (B)(6) 2017, the patient was transferred for device replacement procedure. During the procedure, an insulation breach was noted on the right ventricular lead. The device and right ventricular lead were explanted and replaced. Patient was stable post procedure.